Event description:
Medtronic received information that during use of an autolog instrument, it was reported that blood flowed to the washed bag. The instrument was replaced to complete the procedure and no problem was noted with the second instrument. There was no adverse patient effect associated with this event. Medtronic received additional information that the term "washed bag" refers to the waste bag. The account could not provide the amount of blood lost due to the reported issue, nor indicate whether a transfusion was required. Medtronic received additional information that blood mixed with saline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to device evaluation summary: the issue was resolved by replacing the trap assembly, proportional valve, vacuum motor, and the pcba controller. Provided a tray as well. The new vacuum motor was flushed and tested for a week according to specifications. All tests passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument sending blood to the waste bag was not verified during service. During service it was noted that the vacuum regulator test failed. It was not reaching the minimum and maximum limit threshold. This issue will be resolved by replacing either the proportional valve or/and the vacuum pump. Post-repair testing will be performed per specifications. Correction d4 (model #), d4.1 (catalog #), d4.3 (serial #), d4.5 (unique identifier (UDI) #) h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument sending blood to the waste bag was not verified during service. During service it was noted that the vacuum regulator test failed. It was not reaching the minimum and maximum limit threshold. This issue was resolved by replacing the proportional valve. Post-repair testing was performed per specifications. D.4: update to device model, serial and UDI. H.4: update to manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.